Event description:
Pt went to operating room with intra aortic balloon pump in place. Pump monitor alarm sounded leak message. Blood was noted in the tubing. The intra aortic balloon was removed and replaced. No pt injury or further complication occurred as a result of this incident.